Manufacturer narrative:
A photo was provided to the manufacturer for review. As the lot number for the device was not provided, a review of the device history records has not been performed. The device is not available for return. The investigation is currently underway.

Event description:
It was reported that some time post catheter placement, the catheter allegedly became white, thin, and began to bulge. The device was removed and replaced. There was no reported patient injury.